Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement is unknown however the reporter advised no patient related incident reported while in use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through a review of the event history log. Evaluation was unable to determine the cause. No parts were replaced, corrections made or action(s) taken. It was determined that the device is function as designed . This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05538 can be removed from the FDA database.